Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhage periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), dizziness ("dizziness"), myalgia ("muscular pain"), feeling abnormal ("not comfortable with herself") and amnesia ("loss of memory"). The patient was treated with bilateral salpingectomy to remove implants on (B)(6)2018. At the time of the report, the menorrhagia, migraine, dizziness, myalgia, feeling abnormal and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, dizziness, feeling abnormal, menorrhagia, migraine and myalgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: menorrhagia: 635 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.